Manufacturer narrative:
The complainant reported an incident involving a midline catheter. The catheter was initially detected to have a leak, prompting replacement with a peripherally inserted central catheter (PICC). Fortunately, there was no clinical impact on the patient. The midline catheter had been in place for two days. Placement of the catheter proved challenging due to the patient's limited vessel options and the depth of vessels. The full 20cm catheter length was used during insertion into the brachial vein. While the catheter was in place, cathflo was instilled, and the catheter was retracted to facilitate flushing and blood return. Upon removal, a break in the catheter line was identified at the 10.5cm mark, and a kink was observed at the 3cm mark. Further investigation revealed additional kinks at the 7cm and 12cm marks. Notably, this patient presented the most challenging case for obtaining vascular access, necessitating catheter tunneling. It is possible that the adipose tissue shifting during tunneling contributed to the kinking, although no definitive root cause for the break or kinks was identified.

Event description:
Report of a break in a midline catheter.